Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the filling port. The leak was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured between january 19, 2024 and january 22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the bladder with a syringe attached to the fill port; however, did not show evidence of a leak from the filling port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.